Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) vial-mate adapters leaked while attached to vials of tigecycline. It was not specified when in the process this occurred. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The lot was manufactured (B)(4),16 - (B)(4), 16. One sample was received for evaluation in a bag. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The sample was contaminated and could not be further evaluated. The reported condition could not be verified through evaluation of the returned sample. The second sample was not received for evaluation; therefore, a device analysis could not be performed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.